Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone16.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that during attempted pod activation, the cannula ¿did not get clicked¿ and did not insert into the skin, indicating a potential needle mechanism failure. There was no impact on the patient's blood glucose levels reported.

Event description:
The patient reported that during attempted pod activation, the cannula did not deploy and did not insert into the skin, indicating a needle mechanism failure. There was no impact on the patient's blood glucose levels reported.

Manufacturer narrative:
New information was received on (B)(6) 2026, confirming that the needle did not deploy and did no insert into the skin. The problem statement (b5) was updated to reflect the newly received information.